Event description:
A patient weighing in excess of (B)(6) was placed in reverse orientation on the 3085 surgical table. When the patient was being prepared for transport out of the operating room, the hospital staff unlocked the 3085 surgical table to move it so that the transport bed could be brought into the room. The hospital reported that this is when the 3085 table tipped toward the head section and the patient slid off of the bed. The patient was x-rayed after the incident and did not sustain any injuries.

Manufacturer narrative:
A steris service technician inspected the table after the incident. The head board was damaged from contact with the floor. The technician articulated all sections of the table and tested the locks. All features were operating properly. The root cause of the incident was the unlocking of the table while the patient was still on it. Unlocking the table created a table instability hazard which the operator's manual warns against at section 2.2.1, page 2-3. On the same page at section 2.2.2, "reverse patient orientation", a separate warning states: "when performing surgery requiring a headrest accessory in reversed patient orientation... Do not exceed (B)(6) patient weight". The steris technician reiterated to the hospital staff that this practice creates a hazard. An in-service training has been offered to the facility and steris corporation is waiting for a confirmation date.